Manufacturer narrative:
Although there is no claim against the product, an investigation was completed to determine the cause of the return material authorization (RMA). The permanent cautery hook instrument was analyzed and found to have both ears of the distal clevis broken. The broken pieces were not returned, both measuring roughly 0.210¿ x 0.321¿ in size.

Event description:
The product was returned as a discrepant return material authorization (RMA). There was no issue reported for this product.